Event description:
It was reported that during implant attempt, the physician noted that the lead was "kinked" and abnormal in appearance. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the lead appeared to have been damaged at implant and the lead was stretched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the inner insulation was kinked/buckled. It was noted that the inner tubing was kinked/buckled, the lead appeared to have been damaged at implant and the lead was stretched. Analyst visual comment: lead was returned has been stretched causing the inner insulation to buckle.